Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the patient developed phrenic nerve palsy (pnp). The ablation was stopped once the pnp was detected. The case was completed with cryo. No further patient complications have been reported as a result of this event.